Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 4 reports. Other mfg report numbers: 3013886523-2022-00510, 3013886523-2022-00511, 3013886523-2022-00513. A facility reported breakage of the plastic part under the screw thread of a eds drainage system causing csf leakage at the tap. No additional information was provided.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, the possible root cause of the problem reported by the customer is probably due to users error by using atypical force when connecting devices, as noted in the IFU ¿finger tighten only when attaching devices¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a